Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that charging could not be done above 75%. The issue was identified visually. No diagnostics or troubleshooting was performed. No intervention or actions were taken. It was unknown if the issue was resolved at the time of this report. It was noted that this event did not involve a patient. The device will be returned to the device manufacturer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found no anomaly. It was noted the ins was received in its original, unopened packaging and was initially at a 75% charge level. The ins was able to be charged to 100% with full coupling bars at the time of analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.